Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they are having a return of symptoms. Patient stated that it's been working amazing when they first got it, then the healthcare provider (hcp) made routine adjustments, which patient stated "causing them more utis". Patient stated some of the programs that were added are not working, and they're still having constant urgency. Patient stated that they have already tried all available programs, even the ones the hcp added, but it still doesn't work. Agent redirected the patient to the hcp for more programming options. Agent documented reported events.